Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states that the consumer is stating that the screws and nuts that attach both back canes are missing therefore causing the back to be loose.